Manufacturer narrative:
Technical support was able to manually transmit the stuck results which removed the backlog of pending results in the system. An investigation into the root cause of the issue has begun but is not yet completed. A supplemental report will be issued upon completion of the investigation.

Event description:
Two results from a statstrip gen 2.0 meter were transmitted repeatedly to customers connectivity software preventing other results from crossing to patients chart. Although there was no direct allegations of any delays in treatment, this could potentially lead to delays.